Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reported the following possible batch numbers: ae8801, ae2485. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent otorhinolaryngology surgery on (B)(6) 2016 and suture was used. During the procedure, the needle accidentally pulled off from the thread and stayed internally in the mucous tissue of the patient. The patient was submitted to a procedure in another hospital for removal of the needle fragment using an image intensifier. The procedure was completed successfully. Additional information is being requested.

Manufacturer narrative:
Date sent to the FDA: 11/16/2016 the actual device was received for evaluation. The suture was examined for visual inspection attribute defects and no defects were found, but the thread had blood stains. Additionally the suture was functionally tested for diameter and length and all results performed met requirements. During visual inspection a broken needle was observed in the attachment region. Several marks of instrument were found especially at the needle swaging area (barrel) which indicates that the needle was handled there. Additionally received the needle already bent. The needle was functionally tested and all results performed met requirements. The sample condition suggests an improper handling of the needle, also no needle pull off was noted on the sample. Instructions from IFU: to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking. Users should exercise caution when handling surgical needles to avoid inadvertent needle sticks.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reported the following possible batch numbers: (B)(4). A review of the batch manufacturing records was conducted for the possible lots and the batch met all finished goods release criteria. Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet completed. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: do you have the device to return to cg labs for evaluation? Yes. Did two needles pull-off during the procedure? Were two needles retained in the patient and removed during the second procedure? Only the second needle was housed in the patient, the first one was recovered.